Manufacturer narrative:
The customer reported disconnection in the tubing, and returned one set of material 2426-0007, lot 25105186. Upon initial visual examination, the set verified the complaint of separation from the tubing outlet of the 2nd smart site, below the pump. The tubing was examined under a microscope, and insufficient solvent was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by creating a quality alert to reinforce and communicate the correct solvent application. In addition, the base of the solvent dispenser was given enhanced stabilization. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: our care teams have identified a trend involving tubing failures affecting two different IV sets. These failures include disconnections and visible cracking in the tubing. Cat# 2426-0007- clear tubing lot# 25105186. Additional information received from the customer: can you please provide an exact date of event in format mm-dd-yyyy? Both examples were reported to have occurred within 1-3 days of each other. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm to patient or staff.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.